Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized with a diagnosis of diabetic ketoacidosis the week prior to reporting, on or around (B)(6) 2026. Blood glucose values were reported to read ¿high¿ on the omnipod system, indicating levels above 400 mg/dl, and did not decrease despite administering multiple correction bolus doses and replacing the pod. No specific blood glucose values were provided. The patient reported that the omnipod system was operating in automated mode but noted the occurrence of automated delivery restriction alarms, which prompted a switch to manual mode. At the time of reporting, the patient remained hospitalized, and no anticipated discharge date was provided. Multiple good-faith efforts to obtain additional event details were unsuccessful. Information regarding the duration of pod wear, associated symptoms, length of admission, and treatment received during hospitalization was not reported. No additional information is available.